Event description:
It was reported that during cleaning after a surgical procedure at the user facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during cleaning after a surgical procedure at the user facility the device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported leak was not able to be confirmed by a manufacturer repair technician during device evaluation. Upon disassembly, no components were identified which would have likely caused or contributed to the reported failure. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures. The device was serviced for preventive maintenance, and returned to the user facility.